Manufacturer narrative:
A partial lead, the distal portion, was returned for analysis. Externalized conductors due to internal insulation abrasion breaching the superior vena cava shock cable lumen were noted at 27.6 cm ¿ 29.6 cm from distal tip. The inner cable lumen was abraded in this region with no damage to the cable coating or the ptfe liner. All other damages found are consistent with those occurring at the time of the procedure.

Event description:
This report is to advise of an event observed during analysis.